Event description:
The nurse informed field sales manager that there was a piece of hair in the sterile package. Another was used.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.